Event description:
Boston scientific received information that this epicardial lead had been used off-label with the non-bsc right ventricular (rv) lead in an attempt to prevent noise oversensing. Appropriate shocks were also occurring. Initially, the boston scientific local area sales representative indicated that threshold testing on the rv lead in the lv port and was losing at 2.8/2.6 volts. It appeared the lead was sensing something. It was suggested that the lv sensitivity be adjusted, which was at nominal at the time. The local area sales representative stated that the patient is very sensitive to testing due to having no underlying rhythm. Following this electrical modification, and despite switching the rv and lv leads in their respective ports, the sensing issue was not resolved. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
Subsequently, the physician determined to surgically abandon these leads and electively replace the associated cardiac resynchronization therapy defibrillator (crt-d) in favor of an entirely new non-bsc system. As there is no expectation of product return, this report will now be closed.